Manufacturer narrative:
Company representative assisted the customer in identifying the failed parts, which were the system's screen display and longview power supply. System will be serviced by the customer's in-house staff.

Event description:
Customer reported the panorama central station's display had a red screen and shut down, which may have affected telemetry monitoring. No patient injury was reported.